Event description:
During a standard follow-up, the physician observed a strange and unexplainable egm signal during tests. He asks for analysis and suggestions.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.